Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an episode of ventricular fibrillation (vf) which was treated with high voltage therapy. After therapy was delivered, the patient went into an atrial arrhythmia of atrial fibrillation (af) with rapid ventricular response and inappropriate therapy was delivered. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.